Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine. A month later, patient experienced inflammation in the area and was treated with antihistamines and corticosteroids. Symptom partial improved. A month later, area of swelling in the bilateral lacrimal valley with a practically hard, stony consistency. Patient was treated with hyaluronidase.

Manufacturer narrative:
Clarification to e1: phone number is provided as (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.